Event description:
The customer reported that there was an intermittent white bar on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The panel was returned for evaluation. The reported white bar on the image could not be duplicated. The unit did have some cosmetic damage to the covers. The panel was returned to canon inc. ((B)(4)) for refurbishment. (B)(4).